Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 10 instances of keypad/tactile failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 114 allegations of a malfunction, 71 pumps were returned to animas and investigated. Of the investigated pumps, 19 were found to be malfunctioning due to contamination under button keypad, defects to the keypad button contacts, and damage to the keypad flex connector. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 114 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-93 years of age and between 30 and 252 pounds. Of the reported patients, 36 were male, 77 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #3: date of submission 10-jul-2019 - device evaluation:in quarter 2 of 2019, there were 1 instances of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 1 instances of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.